Event description:
The complainant reported an under-delivery. 440 ml was hung at a rate of 50 ml /hour for 9 hours. After approximately 9 hours, only 330 ml had been delivered.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4).